Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: black box and alarm history show multiple consecutive ¿cs054/cs052/cs012¿ alarms on 09/09/16. The battery compartment is cracked below the grip pad, moisture corrosion is observed in the battery canister. The battery cap is undamaged and able to fit securely. Leak test failed due to a battery compartment leak. The pump powers up with audible and vibration alerts to a blank screen, reported ¿blank screen¿ complaint is duplicated. The pump¿s cover was removed, further moisture ingress was found to the display screen connector, and to the pcb on the watchdog circuit and u39 flash chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).